Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited dislodgement after the implant procedure. It was reported that programming changes were made and able to mitigate the issue. No adverse patient effects were reported.